Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
External visual inspection revealed a damaged electrode and silicone overmold prior to receipt. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.